Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value, vibration anomaly and hardware low level failure alarm. Customer¿s blood glucose value was 105mg/dl at the time of incident. Customer stated that they were under 40mg/dl and had cold swats, could not swallow and could not find box to give shot. Customer declined to troubleshoot for low blood glucose values. Customer¿s wife rubbed chocolate on his lips. Last night customer¿s blood glucose values into 50mg/dl to 60mg/dl and never had alert sound or vibration. Customer also mentioned about failed battery alarm which was resolved. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08685 inches. No over delivery anomalies noted. Device received with the alert on low functioning and alerting properly during testing using the glucose sensor simulator. Device properly received bg readings from the contour next blood glucose meter. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test noted during testing or in the insulin pump trace download.